Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Sensor was inserted in the patient's arm. Patient did not calibrate according to user's guide specifications. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that the patient did not insert the sensor in an approved site according to the user's guide. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). It was additionally reported that the patient did not calibrate according to the user's guide. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area.